Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the reservoir was leaked at reservoir barrel. Customer stated that they were unsure that leak was at past first o ring or second o ring. No harm requiring medical intervention was reported. The reservoir will be returned for analysis.